Event description:
Customer called in to report hospitalization for high blood glucose levels due to an upper throat infection. Customer stated blood glucose level was over 600 mg/dl and was treated with an intravenous insulin drip. Patient was taking prenazone two days prior for throat infection due to diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.